Manufacturer narrative:
The device has been received; however the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a rapid exchange biliary stent system was used during an endoscopic retrograde biliary drainage (erbd) procedure in the bile duct of a female patient (patient age, sex, and weight are unknown). During unpacking the system it was noted the stent ends became flattened. The physician completed the procedure with another rapid exchange biliary stent system with no patient complications. The procedure was successfully completed with no reported patient complications. The patient was reported to be in good condition after the procedure.

Manufacturer narrative:
Visual inspection of this device revealed the device was returned almost new (as shipped to the customer) except for the stent that was opened from its own pouch. Both ends of the stent were confirmed flattened as reported by the customer. The functional evaluation performed on this device was successful with no resistance felt at the rx window and no defects observed on the guide catheter. During the functional evaluation, a 0.035inch guide wire was passed into the distal end of the push catheter with the guide catheter fully retracted inside the push catheter, the guide wire moves freely and came out of the rx ramp window successfully. The retracted guide catheter was pulled distally from the push catheter until fully extended. It is unknown if the stent became bent during unpacking or during shipping. It is possible that a heavy object was placed on top of the device inside its package as device is being transported to the customer. There is no evidence from the event description or the additional information that this device had any patient physical contact. Therefore, based on the physical damages found on this device, the most probable root cause for this complaint is handling damage. Device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation that a rapid exchange biliary stent system was used during an endoscopic retrograde biliary drainage (erbd) procedure in the bile duct of a female patient (patient age, sex, and weight are unknown). During unpacking the system it was noted the stent ends became flattened. The physician completed the procedure with another rapid exchange biliary stent system with no patient complications. The procedure was successfully completed with no reported patient complications. The patient was reported to be in good condition after the procedure.